Manufacturer narrative:
Analysis received the unit with excessive no delivery alarm after battery change causing to reset pump factory default due to broken solder joint on the interface board. The unit function properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 240 mg/dl at the time of incident. The insulin pump will be returned for analysis.